Manufacturer narrative:
The pump was received with critical pump errors due to corrosion on all the electronic assemblies. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a stained serial number label, a severely faded end cap address label, moisture damage on the motor assembly and moisture damage on the force sensor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 22.0 mmol/l. After troubleshooting, it was advised that insulin pump would need to be replaced.